Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint regarding the nonresponsive buttons was unable to be duplicated. All keys were tested and are responsive. Keypads are intact. Removed keypad to check for contamination which was found under up/down/contrast key contacts. Unrelated to this complaint, it was noted that the battery compartment is cracked.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were not responding requiring harder presses to get a response. The patient confirmed that there was no trauma to the pump and the keypad was intact. The patient reportedly wore the pump in an undergarment or on a waist clip and did not clean the pump. This report is made based on the allegation of the keypad response issue.